Event description:
Pt reported she woke up three days ago with discomfort and redness in the left eye, and removed her lens. The pain became more severe and she was not able to replace her lens. Pt sought med attention from opthalmologist, whose treatment records reveald 1mm "central ulcer" with decreased visual acuity to 20/30 for day one only. Pt was prescribed ciloxan. Diagnosis is ulcer secondary to contact lens wear and secondary iritis. Records reveal minimal staining, 1mm corneal ulcer, white infiltrate. Diagnosis: l keratitis, iritis. "Pinpoint stain only" near central location at 2 o'clock position. Resolved by day 3 leaving a pinpoint scar only. Opthalmologist's med records indicate pt's visual acuity returned to 20/20.